Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had accuracy issue- high (volume, temperature, pressure). There was patient involvement.

Event description:
It was reported that the device had accuracy issue- high (volume, temperature, pressure). There was patient involvement.

Manufacturer narrative:
Correction: annex b: b21. Annex c: c21. Annex d: d16. Additional information: annex a: a0401, a0404. Annex g: g02017, g0301201. Annex b: b01, b14. Annex c: c07, c23. Annex d: d15, d11. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text: see manufacturer narrative.